Event description:
New information received notes that the date of the event was (B)(6) 2023. The event occurred at catholic medical center. No intervention was performed and the device was still implanted. The patient was stable throughout.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.